Manufacturer narrative:
Date rec'd by MFR: 28may2019. Date of this report: 26jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The orange light emitting diode (led) light was flashing but the unit failed to power on unit several attempts were made. The customer tried to duplicate the error again but was unable to. There were no errors found in the device logs. The customer will continue to perform testing on the device. No repairs will be performed at this time. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed to power on. There was no patient involvement.